Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician stated that battery life looks like it could only last three years. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.